Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the handle dings and scratches were noticed throughout the shaft. Also, it was noticed that there was a small hole in the shaft at the distal end. The handle failed an insulation test. The probable root cause/s could be: user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that installation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft. Also, it was noticed that there was a small hole in the shaft at the distal end. The 5mm, 33cm peek monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that installation has been compromised.